Manufacturer narrative:
The initial MDR 2247117-2017-00057 was filed on may 16, 2017. The first supplemental MDR 2247117-2017-00057_s1 was filed on june 9, 2017. Additional information (06/16/2017): due to the continuing issue, a siemens customer service engineer (cse) re-visited the customer site. The cse cleaned the distilled water container and added fresh water in it, decontaminated the system, cleaned the probes heads and blind holes, cleaned the wash station, and performed a water test, which was acceptable. The cse checked the error logs and did not find any unusual error other than daily routine errors. The cse verified the grounding for all modules including sample carousel and dual resolution dilutors (drd). The cse then verified proper functioning of the photomultiplier tube (pmt) power and ripple, incubator, luminometer and wash area. The cse checked the tube shaker bar and ran the tube shaker bar test, which was acceptable. The cse checked the vacuum pump and primed the water and substrate pump and the vacuum pump worked properly. The cse verified the attenuator disk positions and pmt shutter positions. The cse stated that he had replaced the upper and lower drd seals during the six month preventive maintenance and changed the spring during the previous visit. The cse also checked the wash station and tube lifter positions and verified that the drd slip and positions were proper. The substrate and water pumps volume and drawback were acceptable and the level sense on the sample and reagent probes was functioning properly. The cse verified that there were no air bubbles and leakages in the tubings, valves and manifolds. The cse verified proper functioning of the pipettes behavior, aspiration and blind holes. The cse decontaminated the instrument water and substrate side with sodium hydroxide, primed in fresh fluids, used new water in-line filters and then decontaminated the instrument with probe wash solution. The cse flushed the system with fresh water and cleaned the bottles with probe wash solution and primed it. The cse ran water test, which was acceptable. The customer ran multiple tests, all of which were acceptable. The cause of the discordant ft3 and acth results on patient samples is unknown.

Manufacturer narrative:
The customer contacted a siemens customer care center and stated that their quality controls were out of range. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse performed a complete system check including the water test. The cse then replaced the fluid filters, changed the water source and performed a water test, which was acceptable. The cse also checked the system and dual resolution dilutor for air bubbles and verified the functioning of water and substrate volume and dispense, wash station, and wash speed and tube lifter. During a follow-up visit, the cse replaced the sample and reagent probes and the linear actuator substrate pump and then verified that all assays were running properly. A siemens headquarters support center (hsc) specialist reviewed the quality control data provided by the customer. The data was indicative of an issue either with the reconstitution of the quality control material, preparation of the quality control material, wrong quality control material being run, or an issue with the water source. The cause of the discordant ft3 and acth results on patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant free triiodothyronine (ft3) and adrenocorticotropic hormone (acth) results were obtained on patient samples on an immulite 2000 xpi instrument. It is unknown if the discordant results were reported to the physician(s). The customer repeated the samples twice to confirm the final results. It is unknown if the repeat testing was performed on the same instrument or an alternate instrument. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant ft3 and acth results.

Manufacturer narrative:
The initial MDR 2247117-2017-00057 was filed on may 16, 2017. Additional information (05/24/2017): the customer stated that the final results were reported to the physician(s).

Event description:
The customer stated that the final results were reported to the physician(s).